Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had revision surgery yesterday to move the implantable neurostimulator (ins) to a different location. This was reported to be necessary due to the ins moving/sliding out of the pocket. The patient also reported that during the surgery the lead was repaired. After follow-up, the manufacturer representative confirmed that the patient did have the battery repositioned. The ins was bumping up next to the patient's hip. The ins was moved away from that area to make it more comfortable for the patient. The manufacturer representative also reported that there was not a lead repair done and that the lead was not malfunctioning. The manufacturer representative stated that nothing was done to repair the lead. It was reported that no other symptoms needed to be resolved. If additional information is received, a follow-up report will be submitted.